Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable gluc3 glucose hk result for one patient with cobas 8000 cobas c 502 module. The initial result was 0.5 mg/dl and the repeated result was 67.2 mg/dl. The questionable result was not reported outside of the laboratory. The calibration and qc were acceptable. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The performance of the analyzer was checked and confirmed within specifications. The alarm trace showed a number of specific alarms that point to lab specific preanalytical issues. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.